Manufacturer narrative:
The hill-rom technician found the casters were the issue. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009-2015. It is unknown if the facility performed any other preventative maintenance on this bed. . No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).